Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fe replaced suj2 proximal inner for error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the proximal suj has been returned and evaluated by the failure analysis (fa) team. Fa tested the unit on the psc fixture test platform, and it failed node check. The golden fiber optic was installed, and the unit passed all tests. The fiber optic will be replaced to address the issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an or staff member called to report recoverable faults on the universal surgical manipulator (usm2) that would not recover. The procedure was converted to another patient side cart (psc) before calling in the problem. A technical service engineer (tse) reviewed the logs and confirmed 319 errors pointing the usm2. The staff member was not aware that the issue had previously been called in the day before and requested a field service engineer (fse) come out as soon as possible to discuss the service. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.